Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the product for evaluation, but the failure analysis investigations have not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy cable was unable to transmit energy. The user converted to open surgery with a procedure delay greater than 30 minutes. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The ethicon cable accessory has been returned and evaluated by the failure analysis team. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage to the cable. The cable could not be tested for energy transmission due to no fixture availability. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.